Manufacturer narrative:
On 6/16/2020, it was noticed that the previously submitted report indicated this report was for a serious injury. As the patient experienced no adverse event or consequence, the reportability determination and section h1. Type of reportable event have been corrected to malfunction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx 4 breast tissue expander 550cc being used in a breast surgery was accidentally deflated by the attending surgeon during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.